Event description:
New information received notes the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that separation was observed under fluoroscopy. The lead remains implanted. No further information is available.

Manufacturer narrative:
External insulation abrasion was noted at 10.7-12.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 8.7-11.6cm, 13.9-16.4cm from the distal tip. Internal insulation abrasion was noted at 9.8-11.4cm from the distal tip. The etfe coating was intact at these locations.